Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the pulse field ablation pulmonary veins were completed. The farawave catheter w/wire was sitting in the left atrium, while the cti ablation with competitor radiofrequency catheter was completed. During post testing of the cti ablation, the ep removed the farawave catheter from the body and upon removal, the patient had hypotension and slight st segment changes in the inferior ECG leads. After about a minute the st segment subsided, and the blood pressure improved. The patient was otherwise stable the entire time. Then, a non-boston scientific mapping catheter was inserted through the faradrive sheath and the left atrium was post mapped. Upon completion of the post map, a coronary angiogram was performed in the right coronary atrium (rca) and the rca looked open according to the lab physician. A cardiac catheterization was performed in the rca. The procedure was completed successfully. The device is not expected to be returned as it was disposed. The patient has fully recovered.